Manufacturer narrative:
Analysis results: the two spectra cylinders were visually inspected and functionally tested. The cylinders performed within specifications.

Event description:
It was reported the patient had his spectra penile prosthesis revised due to erosion. No further patient complications were reported in relation to this event.